Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: due to deterioration of button, the switches cannot be pressed down smoothly and are leaky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited deterioration of button. And due to this, it was leaky. There was no patient involvement.